Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 300 at the time of incident. The customer's blood glucose was 102 mg/dl at the time of call. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.